Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The device passed a functional test. It was noted that the connector was broken, lower case was damaged, the battery contacts were contaminated, and the release latch was sticky. (B)(4).

Event description:
It was reported that there was a self test failure and an error displayed on the screen. It was also noted that there was some damage to the case. The external pulse generator (epg) was returned for repair. No patient complications have been reported as a result of this event.